Event description:
It was reported that shaft break occurred. A 14-6/5.8/75 xxl vascular balloon catheter was selected for use. However, the device was fractured when it arrived at the dealer's site. No further information available.